Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
Related manufacturer report number: 2017865-2024-70923. Related manufacturer report number: 2017865-2024-70924. Related manufacturer report number: 2017865-2024-70927. It was reported that the patient had expired due to hypotensive shock from worsening encephalopathy. The patient had previously presented to the emergency room with fatigue and pain. A transesophageal echocardiogram (tee) revealed vegetation on the right ventricular lead, and the patient was found to have infective endocarditis. The implantable cardioverter defibrillator (ICD), right ventricular, right atrial and left ventricular leads were explanted. The was no allegation that the patient death was caused by the ICD system.

Manufacturer narrative:
The report events were infection and unknown cause of death. As received, only the distal portion of a partial lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Electrical tests did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion that breached the outer insulation exposed the outer coil at the distal region. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.